Event description:
It has been reported that the polymer was leaking from the inner pouch because a part of the inner polymer pouch was unsealed. As reported the surgery was finished with backup product. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No further information provided (x-rays, surgical report, photographs, lab test). In addition, the involved product was returned and analyzed: the inner cement pouch sealing was opened and damaged. Thus, the reported event has been confirmed. A sealing force test has been performed on a product received from a similar complaint ((B)(4) - same item reference) and showed that the pouch sealing force a was compliant with zimmer biomet valence specification. A complaint extract was done regarding packaging : inner_cement_pouch_open_sealing: to date (20-oct-2021), 14 complaints (involving 14 products), this one included, have been recorded on biomet bone cement r 1x40 jp, reference 110035372, since ever. 9 complaints (involving 9 products), this one included, have been recorded on biomet bone cement r 1x40 jp, reference 110035372, batch z34eaf1509, since ever. To date, no root cause could be determined for the reported packaging issue, however as a trend was identified, a CAPA has been initiated in order to implement actions to avoid the recurrence of this type of issue. A summary of the investigation was sent to the complainant conveying zimmer biomet conclusions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that the polymer was leaking from the inner pouch because a part of the inner polymer pouch was unsealed. As reported the surgery was finished with backup product. No adverse event has been reported as a result of the malfunction.